Manufacturer narrative:
The device was not returned to edwards for evaluation. A device history record (DHR) review for this device showed that the introducer sheath set met specification prior to its distribution. Per the device instructions for use (IFU), vascular complications are potential adverse events associated with the transcatheter aortic valve implant procedure and use of the transcatheter avr devices. There are several factors that can contribute to vascular complications including patient anatomy, vessel characteristics, and procedural factors. The exact cause for the reported vascular complication in this case is not known; however, per report, the incident was not caused by a device malfunction. No additional actions are possible at this time.

Event description:
Per report, at the end of a transcatheter aortic valve implant procedure by transfemoral approach, angiography revealed a dissection of the right common femoral artery (rcfa) at the insertion site. A stent was placed to treat the dissection. Angiogram showed good flow post stent placement. The access vessel was the rfa, with minimal luminal diameter of 8.0 mm, mild calcification and no tortuosity. The dilators and 22f sheath were inserted at the beginning of the procedure with minimal resistance in the rfa. A cross-over balloon was used during sheath removal. No report of difficulty removing the sheath. The patient was in stable condition post procedure.